Event description:
The customer reported that the system would not boot up prior to a case. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply voltages were inspected and confirmed. The system boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.